Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg ¿ correction . H2 type of follow up: correction . H6: additional information.